Manufacturer narrative:
(B)(4). Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. How much bleeding occurred (please quantify)? Was second device able to control bleeding? Were any blood products given? Was there any change to procedure or post op patient care?

Event description:
It was reported that during a laparoscopic cholecystectomy procedure when the surgeon went to fire the device no clip came out. The surgeon fired the device outside of the patient without any issue. The surgeon fired the device two more times in the patient without issue. Then, when the device was fired 2 clips came out at the same time with 1 on top of the other. The surgeon fired the device 2 more times out of the patient without issue. Two clips were fired on the cystic artery, when the cystic artery was transected the surgeon noticed blood and that the clips were not completely closed. The case was completed with another device of the same product code. It was not known if a cholangiogram was used for this procedure. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Additional information: the analysis results found that the er320 device was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, retained and formed the remaining 7 clips as intended. The reported event could not be confirmed as the device was found to be fully functional. No conclusion could be reached as to what may have caused the reported incident. A batch record review was performed and the batch had no anomalies noted during the manufacturing process.